Event description:
Upon the completion of chemotherapy treatment, the clinicians removed the port. The port had been therapeutically placed in the female pt (age unk) in january 2005. During the removal of the port from the pt's chest in 3/2006, it was observed that there was a split in the device. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.